Event description:
It was reported that an alert triggered due to high impedance on the right ventricular (rv) coil portion of the lead. In addition, a sudden increase in impedance was observed on the superior vena cava (svc) coil. It was further reported that a procedure was done, and a loose setscrew was found on the device. The physician then chose to upgrade the patient with a bi-ventricular device, and theimplantable cardioverter defibrillator (ICD) was removed and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, and impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Coil impedance spiked to 254 ohms consistent with an issue with rv coil. Rv coil impedance spiked to 254 ohms. Device recently changed out. (B)(4).